Manufacturer narrative:
H3 and h6 codes - updated. The suspect pump was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there was a record of the alarm related to cassette connection failure occurred during pump operate. The customer reported issue was confirmed and the probable cause of the issue was defective downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, even though the cassette was connected, there was no response from the device. The event occurred during priming. There was no patient involvement.